Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after an unk procedure. The clip was deployed, but the wings stayed open. Hemostasis was achieved through manual compression. No additional information available.

Manufacturer narrative:
Upon investigation of the returned device, an improperly loaded and stuck clip was observed in between the pusher tube and the garage tube. Review of the device history record for this lot did not produce any findings that attributed to this incident.